Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the pt is having swelling in her right knee and shows some posterior femoral lucency. The surgeon is concerned about osteolysis behind the femur and patella.